Manufacturer narrative:
(B)(4).

Event description:
The patient reported turning her implantable neurostimulator (ins) off the morning of (B)(6) 2015 and then turned it back on. After turning the ins on she usually felt stimulation go down her arm and then fingers and it would feel funny, but this did not happen. She was experiencing "a vibration in her foot and her hand shook like the devil." It did not matter what body position she was in, she would still have those unwanted stimulation feelings. The issues were considered a sudden change. The patient just had an operation for her right breast, surgery for breast cancer, but the ins was implanted in the left side of her chest. The ins was turned off before surgery. The patient checked her ins with her programmer during the call and it showed "on ok". The patient's indication for use was essential tremor. The clear cause of event and any interventions were not reported, so additional information was requested. If additional information is received a supplemental report will be sent.